Manufacturer narrative:
(B)(4).

Event description:
Received info stating seven days after surgery when the device was first turned on, the pt reported no stimulation. Stimulation was felt only at very high amplitudes. High impedances of >20,000 were found. Pt reported to accident or incident related to this event. X-rays of the ins, leads and or extensions were recommended but as of this report had not been done. The physician elected to give it time and reprogram on the lead without high impedances. Add'l info received stated the pt did not have any falls related to this event as was first suspected. No x-rays were done. The physician decided to give it time and program on the lead without the high impedances. If further info becomes available, a f/u report will be sent.